Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2011-00133. On (B)(6) 2011, the MFR became aware of the following event. On (B)(6) 2010, the pt underwent a trial procedure. At that time, two percutaneous trial leads were implanted. It was reported that the trial leads were explanted within 24 hrs due to alleged nerve damage which was said to have occurred during implant. The pt was allegedly unable to walk following the procedure, and spent the next 6 weeks in a rehabilitation facility. F/u on the pt found that he claims to be able to walk now but has some remaining deficit in his upper leg area. The implanting physician was contacted on (B)(6) 2011 for more specifics regarding this matter. He stated that the pt suffers from severe spinal stenosis and as such, the trial was deemed unsuccessful and the leads were removed as a result. According to the physician, the implant was performed w/o incident. No further info is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.